Manufacturer narrative:
Results: the pet lock was intact on the ruby coil pusher assembly. The pusher assembly was kinked approximately 44.0 and 89.0 cm from the proximal end. The coil was intact with the pusher assembly. Conclusions: evaluation of one of the ruby coils revealed that the proximal constraint sphere and a fractured segment of stretch resistant (sr) wire were present in the ddt. Fracture of the sr wire typically occurs due to improper handling during use. If the ruby coil is manipulated forcefully against resistance during withdrawal from a microcatheter, damage such as this may occur. If the sr wire becomes fractured, it will allow the coil to detach from the pusher assembly. Evaluation of both ruby coil pusher assemblies revealed they were kinked. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the non-penumbra microcatheter revealed it was ovalized. This damage may have caused resistance during advancement of the ruby coil. Ruby coils are 100% functionally tested and visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01153.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coils. During the procedure, the physician was unable to advance a ruby coil (lot # f64236) through another manufacturer's microcatheter and it was removed. While resheathing a new ruby coil (lot # f64143), it unintentionally detached and was not used. The procedure was successfully completed using six new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.